Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an issue with a stryker suction irrigator which leaked but it also started to smoke and sparked. Therefore, there was a thermal event.

Manufacturer narrative:
The device was discarded and will not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : leaked, smoked and sparked probable root cause for flow too high and equipment leaks : 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for smoke smell or flames coming from device : 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components probable root cause for sparking : 1. Isolation circuit failure 2. Power supply 3. Filter / fuse 4. Ac inlet board 5. Control unit design 6. User error 7. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an issue with a stryker suction irrigator which leaked but it also started to smoke and sparked. Therefore, there was a thermal event.